Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified more than three curved openings on the radius, white calcification on the shell, and flat creases. The weight of the device was within specification. A microscopic analysis was performed which identified more than three striated openings on the radius. Based on the device analysis the final assessment is more than three striated openings on radius assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported left side seroma. Device remains implanted.